Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that a couple of weeks prior to the report, confirmed as (B)(6) 2018, the patient noticed that she could not recharge the implantable neurostimulator. At the time of the report, the manufacturer representative was attempting to connect to the implantable neurostimulator with the implantable neurostimulator recharger, but was getting the reposition antenna screen. The manufacturer representative also tried to interrogate the implantable neurostimulator with the clinician programmer; however, the implantable neurostimulator was not recognized. Recharging statistics indicated that the last recharging session was (B)(6) 2018. The only other date stored in the recharger was for a previous session on (B)(6) 2018. The patient claimed to have charged the device since (B)(6) 2018. The patient also claimed to be having trouble using the recharger after she went into the hospital. The manufacturer representative completed one full physician mode restart and then went to interrogate and clear the power on reset message and it showed that the implantable neurostimulator was discharged. It was advised that the manufacturer representative continue to charge the implantable neurostimulator before clearing the power on reset message. There were no patient symptoms or complications reported.